Event description:
It has been reported to philips that the system was not booting up. The system was not in clinical use and no harm has been reported to philips. A philips engineer identified that there was a problem in ups and pdu unit. Philips has started investigation on this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Review of system log file showed that the system was turned off. Upon functional testing the fse identified m cabinet had no power due to issue with pdu. The fse replaced the pdu. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.